Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a bent needle is confirmed; however, the exact cause is unknown. One photograph of an io disposable needle was returned for evaluation. An initial visual observation of the photograph showed the needle bent in multiple directions along the shaft. An extension set is attached to the needle adapter. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that bent io needles. It was reported this occurred with three devices. This report addresses all three devices.